Event description:
It was reported that the patient had increase charge burden with the Implantable Pulse Generator (IPG) and needed MRI conditionality. The patient underwent an IPG replacement procedure and was doing well postoperatively. No further information has been obtained.

Manufacturer narrative:
Block B3: Approximated based on the date the manufacturer became aware of the event.